Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, they found that the cut wire at the distal end was broken when they opened the package. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, they found that the cut wire at the distal end was broken when they opened the package. The procedure was completed with another hydratome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was broken at the distal pierce hole. Cutting open the distal tip, the anchor at the distal pierce hole was removed and found that the cut wire was soldered correctly during manufacturing. The od of the exposed cut wire was measured and meets the specification. The solder remnant at the wire anchor appeared blackened. The condition of the returned unit was consistent with the complaint incident that the cut wire wasn't together. But the condition of the device (blackened solder) indicated potential energization/ activation of the wire. Based on the product analysis, it is very unlikely that the cut wire broke prior to electrical activation of the device. During manufacturing, the tome devices are 100% inspected for cut wire integrity and bowing/ handle functionality so the wire likely snapped due to procedural factors. Based on the product analysis, the most probable root cause of operational context is being selected likely due to the procedural factors/ generator settings during the customer usage. A review of the device history record confirms that the device met all manufacturing specifications.